Manufacturer narrative:
Device evaluation summary: the reported levels not reading correctly was not verified during service. Service was unable to duplicate error. Preventive maintenance was performed as per specification. Note: the instrument was serviced in the facility by a field service technician. The instrument was not returned to a medtronic facility for service/analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use (during testing) of a hms plus instrument, it was reported that the levels were not reading correctly. The use of the instrument was unspecified. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the levels are related to liquid controls. No error codes were associated with the reported issue. No control values were obtained and the lot number for used cartridges are not available.